Event description:
Complaint rec'd regarding one (1) cl3534, 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock, vented cap; lot# unknown. The report states, the product, cl3534, had been used as part of the lines for the administration of chemotherapy. The baxter IV tubing/administration set had been spiked into the cl3534 which was then attached to the cl3955 spike on the bag of chemotherapy. There was a delay in administering the chemotherapy so the bag of chemotherapy and administration set sat on a blue pad on the counter until evening shift at which time it was discovered that a small amount of chemotherapy had leaked from the connection of the cl3534 and the IV administration set. The nurse was able to easily spike the IV set into the cl3534 adapter further which did seem to secure the connection as it no longer leaked. This leak may have been due in part to human error if the nurse had not securely connected the IV tubing spike during preparation. There were no adverse operator or consequences reported.